Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's also states that blood glucose at the time of hospitalization was 535 mg/dl. The customer was treated by insulin pump. The insulin pump will not be returned for analysis.